Event description:
It was reported that a malfunction alarm occurred with the pump displaying malf 1, which was not resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer switched to multiple daily injections as a backup therapy to maintain insulin delivery and was guided by technical support to put the pump into storage mode before returning it. Technical support arranged for the pump to be replaced, confirmed the shipping address, and provided a pre-paid label for the return of the malfunctioning pump within 10 days.